Manufacturer narrative:
Analysis on the returned mvs computer resulted in no failure being found through functional and performance testing, visual/physical examination and usability inspection. Analysis states that the mvs computer was installed in an imaging system 267. The system readied, communication, 2d and 3d imaging as well as recall were successfully. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) computer kept restarting during 3d spins. The representative replaced the mvs computer, installed an upgrade to the image acquisition system (ias) to match the software used, reconfigured the new system, performed gain calibrations. The imaging system then passed the system checkout and was found to be fully functional. The mvs computer is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a procedure. It was reported that the site has to reboot the imaging system after sequential scans. There was a less than 1-hour delay to the procedure and no impact on patient outcome.